Event description:
The customer reported that the system failed to power up and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed a remote investigation. The facility biomed representative was instructed to remove and replace the ac power cable. The system was tested and found to be working as intended and returned to service.